Event description:
The hospital reported that a new power supply is not working properly. Vasoview hemopro power supply has reported intermittent issues. Testing at varying output levels and not receiving the expected measurement outputs. Both cords were switched out but it didn't solve the problem. Power setting was at 3. Another device was used to complete the case. There was a procedural delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6) hospital.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.